Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the black and white locking bolts on the controller were broken. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable connector nut of the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no images were submitted for review. Additional information provided on 21mar2023 stated that the product is still with the patient as a backup controller and therefore it will not be returned. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) rev. G section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook rev. G section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook rev. G and heartmate iii IFU rev. G caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.